Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had one hundred plus pounds of extra fluid and was on a do not resuscitate order at home. The patient had received multiple inappropriate shocks. The patients wife pushed a magnet onto the device to get it to engage. Intermittent tones were heard. Technical services (ts) discussed that this suggests that the magnet was not staying engaged with the device as the extra fluid retention and swelling could be an issue with magnet response. Ts discussed possible additional magnets for stacking, or permanent disablement of s-ICD. The field representative would contact the hospice nurse to discuss. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD therapy was programmed off and this patient expired. This patient was on a do not resuscitate order and was in hospice at the time.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had one hundred plus pounds of extra fluid and was on a do not resuscitate order at home. The patient had received multiple inappropriate shocks. The patients wife pushed a magnet onto the device to get it to engage. Intermittent tones were heard. Technical services (ts) discussed that this suggests that the magnet was not staying engaged with the device as the extra fluid retention and swelling could be an issue with magnet response. Ts discussed possible additional magnets for stacking, or permanent disablement of s-ICD. The rep would contact the hospice nurse to discuss. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.